Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hyperlipidemia (hld). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx was explanted after an implant duration of seven (7) years and seven (7) months due to aortic dissection, severe stenosis and regurgitation. The patient presented with chest pain. The explanted device was replaced with a 25mm 11060a aortic valved conduit. The patient expired during the re-do avr procedure due to massive bleeding. Per medical records, patient underwent emergent surgical repair of type a aortic dissection from the aortic root extending throughout the aortic arch with involvement of the left common carotid artery and the left subclavian artery. Patient also had known severe aortic stenosis. Intraoperatively, the dissected aorta was resected and hemiarch replacement was performed. The stenotic 25mm 3300tfx valve was explanted and a 25mm 11060a valved conduit was sutured in place. Upon securing the newly seated valved conduit with cor-knowts, the rca and lca were anastomosed without issue. After rewarming and weaning from cpb, massive bleeding was noted from the surrounding tissue. There were no obvious causes identified. Upon further examination of proximal and distal coronary button anastomosis, there was still no source of the significant bleeding, but the surgeons went ahead and re-anastomosed the graft-to-graft anastomosis. After coming off cpb again, the rca button was tearing. The surgeon performed additional repair stitches. Heparin was reversed and protamine was given. Massive bleeding was still noted with no repairable bleeding source. The patient expired intraoperatively.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx was explanted after an implant duration of seven (7) years and seven (7) months due to unknown reason. The explanted device was replaced with a 25mm 11060a aortic valved conduit. The patient expired during the re-do avr procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.